Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag and extraneal viaflex (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient experienced peritonitis. On (B)(6) 2010, the patient was hospitalized. On (B)(6) 2010, the patient began remedial therapy with amikacin (50mg, daily, ip), reflin (1gm, daily, ip) and heparin (1000iu, three times daily, ip). The cause of the peritonitis was unknown. Dianeal pd2 ultrabag and extraneal viaflex therapies were ongoing as was remedial therapy with amikacin, reflin and heparin. It was not reported whether the patient was discharged. It was unknown whether the event of peritonitis had resolved. The nurse considered the event of peritonitis to be unrelated to the event of peritonitis.